Event description:
The iab was inserted into the pt on 10/22/96 at 4:00 p.m. And removed on 10/24/96 at 4:00 p.m. The iab did not malfunction. As a result of the event, the pt had thrombocytopenia. (Event complications: thrombocytopenia-reported 7/7/97). (Pt's current status: discharged-rpt'd 7/7/97).